Manufacturer narrative:
Continuation of d10: 5076-52 lead,  implant date: (B)(6) 2008.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during device routine upgrade the physician noticed a hole in the device pocket indicative of a pending infection. The physician decided to cap both the right atrial (ra) lead and right ventricular (rv) lead and replace with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the infected leads were eroding through the skin and were explanted. Iatrogenic injury noted on echocardiogram with an acute pericardial effusion and changes in hemodynamics. The patients blood pressure started to drop with continued bleeding and a pericardial window and sternotomy were performed. Resuscitation with massive transfusion protocol were continued and once that hemostasis improved heparin was administered. After the leads were taken out more bleeding was noted and the patient was put on bypass. After the procedure the patient was taken to intensive care unit in critical condition.